Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) displayed a system over temperature message, then powered off. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The full name of the initial reporter that is abbreviated is (B)(6). Communication/interviews ((B)(4)): the distributor's service site evaluated the unit. It was reported to be powered on, with an internal trigger set to 80bpm, and the unit placed in an enclosed room with the temperature set to 23celsius. The unit ran throughout the night without any alarms or events. The internal trigger was increased to 120bpm and room temperature increased to 30 celsius, the unit ran for approximately 90min after which it gave a "system over temperature" condition. The unit was then left alone for approximately 45min to cool down. The internal trigger was left at 120bpm and room temperature was decreased to 25celsius. The unit ran for approximately 90min after which it gave a system over temperature" condition once again. The distributor contacted getinge and getinge advised them to look into certain conditions of the pump. The distributor agreed to contact us with results as soon as they are able to. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h4, h6, h10.

Event description:
N/a.